Manufacturer narrative:
(B)(6).

Event description:
It was reported that the second anchor would not deploy into the soft tissue. It came back with the needle assembly and then pulled out of the holder.

Manufacturer narrative:
The delivery device was not returned for evaluation. T¿s and knot area suture piece was returned. The suture was tightened lengthwise around the notch of t1. This could increase the chance of the implant pulling straight back lengthwise through the original pierced hole. An additional knot was in the suture between the t¿s. This knot then inhibited the movement of the slip knot feature. There is a crease in the t1 from pulling action. Further evaluation would require the presence of the delivery device itself. No root cause related to the manufacture of the device can be established. Device history review confirmed no abnormalities were reported with this product during manufacture. A complaint history review identified no additional complaints for this manufactured lot. Use error cannot be ruled out as a contributory factor to the event.